Event description:
During a pta/stenting treatment procedure involving the superficial femoral artery, the sentinol biliary 7x39x750 stent prematurly deployed while advancing over the guidewire outside of the pt's body. Consequently, the stent never entered the pt's body. Another stent was used and the procedure was successfully completed. No pt injuries or complication occurred. The pt status is reported as 'fine'.